Event description:
It was reported that a custom mini plate snapped inside the patient and there was an infection. The doctor removed the plate, washed out the wound, and re-plated the osteotomy using another plate.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
No new information.

Manufacturer narrative:
Additional information: d6a, d6b, h4, h6. Correction: d2a. The reported plate fracture was confirmed based on the submitted imaging studies. However, the infection could not be confirmed. The patient received facial ID plates and temporomandibular joint implants in (B)(6) 2025. A plate fracture occurred postoperatively and was revised in (B)(6) 2025. A review by experts in the fields of design, manufacturing, and medicine found no product related defects or a connection to the infection. Overloading of the plate due to possible non-compliance with postoperative instructions could not be ruled out, and no clear cause was identified. Based on the investigation, there are no indications of a malfunctioning product or of issues related to design, material, or manufacturing. Therefore, no corrective and/or preventive measures are deemed necessary at this time.